Event description:
It was reported that the patient was in vf (ventricular fibrillation), but that the device did not detect the arrhythmia. It was noted that the physician understood that the device was not designed for vf detection, but the physician thought perhaps another detection would have occurred. The physician was upset that the device did not record any episodes. The device was explanted, and the patient was upgraded to an implantable cardioverter defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.